Event description:
Liner was found dislocated out of the shell in 2008 for a thr case conducted in 2007. There was a similar case in sept. 2007. The surgeon requests that the MFR clarify whether the problems could be attributed to the design of the shell and liner.

Manufacturer narrative:
Parts are to be returned. When parts are received and evaluated a follow-up report will be submitted.